Event description:
3m received information from a biomedical engineer that reported he was exposed to ethylene oxide (eo) when he was repairing a 3m steri-vac 5xl sterilizer that had stopped functioning and was displaying an e73 error. Reportedly, he was not wearing a monitor and there was no alarm in the room. He stated he tried to perform a "clear silent abort" as instructed on page 45 of the service manual but the sterilizer didn't respond. He then terminated the cycle by turning the power off, set the dip switches to invoke the "reset cycle to idle" process, turned the power back on, manually opened the door (while gas was in the chamber) and pressed the stop button (which has no effect after the reset cycle to idle procedure has been performed). The reported exposure occurred because, although the engineer did check the error code listing on page 45, he did not go to page 76 for the proper and safe address of the e73 error code which says do not cycle the power.

Manufacturer narrative:
No other adverse pt effects were reported. If additional information is received, a follow-up report will be submitted. No evaluation will be performed.